Event description:
It was reported that a large volume infusor would not flow. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 20, 2021 - october 21, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bladder which suggested a no flow - non delivery may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.